Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter does not turn on. The patient's diabetes is managed with self adjusting insulin. The power issue began around (B)(6) 2010. There was no alteration to the patient's diabetes management as a result of the product issue. 3 days later, the patient reportedly had symptoms described as "shaky, clammy, and sweats." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia due to the power issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue was not resolved with training. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hypoglycemia 3 days after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.